Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4). Patient city: (B)(6). Patient country: norway.

Event description:
It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 which was treated by insulin pump.